Manufacturer narrative:
Correction: the date of manufacture was updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the foot was bent on the craniotome device. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the dura guard (protective foot) and back post were bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being placed on the device during use. This is further classified as misuse, abuse and/ or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.